Manufacturer narrative:
The lens is sold in the USA under model mi60lus.

Event description:
The lens was implanted on (B)(6) 2010. Post-op the pt complained about irritation in the operated eye. The follow-up eval on (B)(6) 2010 found the haptics were pushing against the iris. The lens was still in the bag, the centration was good and the optic was clear, however, the iris was stuck to the capsular bag. The lens was explanted and replaced.